Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level during this event. The customer's insulin was initially suspended due to the alarm, but the obstruction in the speaker holes of the pump was identified and removed under the guidance of technical support. The customer followed instructions to clean the speaker holes and reset the pump, allowing insulin delivery to resume after a brief wait. After these corrective actions, the pump returned to normal operation, and no further alarms occurred. Technical support provided additional advice for preventing future altitude alarms.